Manufacturer narrative:
Of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated. Of the investigated pumps, (B)(4) were found to be malfunctioning due to button contact defect ((B)(4)), contamination under button ((B)(4)), inverted button springback ((B)(4)), damaged keypad flex ((B)(4)), and keypad flex connector ((B)(4)). During investigation for unrelated allegations, there were (B)(4) additional keypad/tactile failures revealed during product investigation.

Event description:
This report summarizes (B)(4) malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-83 years of age and between 32 and 426 pounds. Of the reported patients, (B)(6) were male, (B)(6) were female, and (B)(6) were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 9 pumps were returned and investigated. There were 8 instances of keypad/tactile failures found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #1 06/15/2016 of the 161 allegations of a malfunction, 84 pumps were returned to animas and investigated. Of the investigated pumps, 29 were found to be malfunctioning due to button contact defect (2), contamination under button (22), inverted button springback (2), damaged keypad flex (2), and keypad flex connector (1). During investigation for unrelated allegations, there were 33 additional keypad/tactile failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 161 malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-83 years of age and between 32 and 426 pounds. Of the reported patients, 73 were male, 86 were female, and 2 were unknown.

Manufacturer narrative:
Follow-up #3 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There were zero instances of keypad/tactile failures found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #4 07/28/2017 device evaluation: in q2 2017, there were 2 instances of keypad/tactile failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.